Manufacturer narrative:
Concomitant medical products: 6944-58 lead, implanted: (B)(6) 2013. Product ID: 1688t lead, implanted: (B)(6) 2009. F information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. Crt-d was explanted and replaced. No patient complications have been reported as a result of this event.